Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The coil was found inside of the introducer sheath detached from the delivery wire. The twist lock was found open. The introducer sheath was inspected and no damage noted. The introducer sheath was cut in order to take out the coil. The coil was inspected and found stuck in introducer sheath, kinked, stretched and broken. The delivery wire was inspected and no damage noted. Microscopic inspection was done and no damage noted on the zap tip shape and surface of the coil, the zap tip shape and surface of the delivery wire and the interlocking arm of the delivery wire. The interlocking arm of the coil was inspected and was found broken. Dimensional inspection was done. The delivery wire dimensions and the coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 20-feb2017. It was reported that the coil detached prematurely. A 15 mm x 40 cm interlock¿-35 was selected to be used. During the procedure, the coil and pusher wire arms were interlocked in the introducer sheath before use, the rhv was correctly used and continuous flushing was performed. However, the device somehow deployed in the sheath when the system was advanced to the middle of the catheter. The device was removed together with the catheter as a system. Procedure was completed with another of the same device and the same catheter. No patient complications reported and patient's condition was stable. However, device analysis revealed that the coil was broken.